Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated the patient's titan implant did not properly work and he had a continuous erection for 4 months. A revision surgery was performed (date unknown) but did not solve the problem.